Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via gravity. It was reported that during priming of the tubing set prior to pt use, a unspecified volume of solution leaked from an unspecified location of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.